Event description:
Patient will be called regarding the fsn (B)(4). On (B)(6) 2023, the battery impedance was 2.42kohm. As infants usually have high pacing and high rate, it did not raise any suspicion at the last follow up. Also the physician was aware that the battery needs to be changed soon, but as he is a pediatrician and deals with infants with pacemakers often, this seemed like normal behavior for him. Due to the fsn it was clear, that this fast depletion is out of the norm and the patient will be called in and a box change will be planned.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.